Manufacturer narrative:
The reported events were lead dislodged, inadequate capture, and difficulty to insert the stylet. The reported event of inadequate capture was not confirmed and the reported event of difficult to insert the stylet was confirmed. As received a complete lead was returned in one piece. The s-curve hump height was measured within specification. Visual examination found the inner coil was bent/offset and the etfe coating of the stylet was found striped and bunched up inside the inner coil consistent with procedural damage. The cause of the reported event was isolated to the bunching of the stripped ptfe stylet coating and the damaged inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
It was reported that the patient presented for a biventricular pacemaker upgrade. It was noted that the left ventricular lead exhibited high capture threshold and was dislodged as confirmed via fluoroscopy. It was also noted that the guidewire failed to advance into lumen of the lead. The lead was not used and replaced during procedure. The patient was stable.